Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as a known patient effect that may be associated with use of a coronary stent in native coronary arteries.it was reported that the graftmaster was deployed with a max pressure of 9 atmospheres (atm). It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure (rbp) is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Medical affairs reviewed the reported information and a clinical review was performed. Minimal information provided. Perforation of the mid-lad occurred during an unknown intervention. Graftmaster (gm) was able to be delivered and deployed but failed to completely isolate the perforation. Pericardial tamponade secondary to perforation was the cause of death. Gm is secondarily related in that it could not completely exclude the perforation.

Manufacturer narrative:
H6: 2017 code - failure to follow steps / instructions. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster referenced in b5 and d11 is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. Two 2.8x16mm rx graftmaster covered stents were deployed at 9 atmospheres, but the perforation was not sealed. The patient expired due to tamponade. In the physician's opinion, the graftmaster stents did not cause or contribute to the patient death. No additional information was provided.